Manufacturer narrative:
Date of event is estimated. D6a - date of implant is estimated. Exact date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient experienced ineffective therapy following a trauma. Impedance check revealed high impedances on all contacts. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective therapy was restored post op.